Event description:
Machine indicated to replace instrument during surgical case. Instrument was removed by the physician and discharged and tested outside of patient. Sparks were seen coming out of the instrument.